Event description:
The customer observed falsely depressed alinity I tsh results for multiple samples. The following data was provided: (B)(6) 2022, sid (B)(6) initial result = 0.04 miu/l (lot 39344ud00), repeat on another tube type = 0.95 miu/l (B)(6) 2022 sid (B)(6) initial result = 0.05 miu/l (lot 40260ud00), repeat on another tube type = 0.609 miu/l no impact to patient management was reported.

Manufacturer narrative:
Completed information for patient identifier: sids (B)(6) and (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) reviewed the instrument logs, observed sample aspiration errors, and replaced the alinity pipettor probes which resolved the issue. Sample integrity could not be ruled out as there was a possible clot detected in the sample and not enough sample volume for rerun on the same tube. Return testing was not completed as returns were not available. An instrument service history review for ai01588 revealed one additional service ticket associated with depressed alinity I tsh patient results; the ticket notes suggest possible issues with sample volume as the samples did not have sufficient quantity for retesting. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I did not identify any trends associated with the complaint issue. A review of tracking and trending for the alinity pipettor probes did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the alinity pipettor probes was identified.